Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in clinic for a procedure on (B)(6) 2021. During procedure the left ventricular lead was unable to be implanted due to phrenic diaphragm stimulation. Capture was not noted in different vectors in other accessible veins. The lead was elected not to be used. Post-procedure the patient was stable.